Manufacturer narrative:
The e601 module serial number was (B)(6).

Event description:
The initial reporter complained of questionable positive results for 1 patient sample tested for elecsys hiv combi pt (hiv combi) on a cobas 6000 e601 module. The initial result from the e601 module was 35 coi (positive). The sample was repeated twice, with results of 35 coi (positive) and 33 coi (positive). The hiv result from the autobio method was "negative." The specific result was not provided.

Manufacturer narrative:
No additional information was received for the investigation. Based on the information provided, the cause of the event could not be determined. Product labeling states: "all initially reactive samples should be redetermined in duplicate with the elecsys hiv combi pt assay. If cutoff index values are = 1.0 in either of the redeterminations, the samples are considered repeatedly reactive and must be confirmed according to recommended cdc confirmatory algorithms." For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys hiv combi pt assay performs within specification.